Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented via a merlin at home transmission showing nsrvo due to post-paced t-wave oversensing. The oversensing was noted on a stored egm. The device was post-paced t-wave oversensing on the ventricular lead when pacing. The patient did not receive therapy during the oversensing. Programming changes were discussed. There were no patient symptoms reported.